Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 177 mg/dl. The customer stated that the insulin pump had been sprinkled not submerged. She noted that the esc and act buttons did not work and the alarm could not be cleared. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. All operating currents are within specification. No unexpected battery out limit alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.